Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the drive support cap is sticking out. Customer advised to discontinue use of the insulin pump. Advised not to press on the drive support cap. Customer will have insulin pump replaced. Nothing further reported.